Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a regular device check-up, the patient mentioned feeling vibration from device from a couple days ago. Device interrogation reveled the device to be in backup vvi mode. The cause of the backup vvi mode was marginal telemetry with transmitter. The issue was successfully resolved with a device download.